Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Two events were observed in the data log where the oxygen (o2) sensor and the blender disagreed. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications. Per data log review: on 06feb2023 the gas system was successfully calibrated at 06:05:44 am. At 10:05:17 am with flow at 1.98 liters per minute (l/min), the gas system reported an 'o2 sensor and blender disagree' with the blender = 100% and sensor at 71.9%. This indicates that the o2 sensor reading was greater than 10% difference than the blender setting for over a minute. This could be an indication that the o2 measure value was fluctuating as reported. The gas system would have indicated that a calibration was needed. The gas system was successfully recalibrated at 12:33:07 pm. The perfusion screen was exited at 01:12:51 pm. The log confirms the complaint.

Event description:
It was reported that the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) reading was fluctuating. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs). The o2 sensor functioned as intended. The output was steady and once the epgs was calibrated, the central control monitor (ccm) displayed an accurate fraction of inspired oxygen (fio2) value throughout the evaluation. It was determined that the epgs o2 sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.